Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a trilogy 100 ventilator device's sound abatement foam. The patient has alleging cancer lung and other (unspecified event). There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer was able to confirm the presence of degraded sound abatement foam. The manufacturer found no error codes and no secondary findings. The manufacturer concludes, there was evidence of sound abatement foam degradation.

Manufacturer narrative:
Previously submitted report was wrongly submitted with incorrect describe event or problem in box b. In this report describe event or problem updated as- the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleging lung cancer from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section describe event or problem, evaluation method code grid, evaluation results code grid, conclusion code grid have been updated/corrected.